Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow and down arrow keypad buttons had a delayed response. The patient also reported that the ok button started to peel, had a hole in the center and a delayed response. It was unknown whether the keypad damage occurred prior to the response issue. There was no trauma to the pump or moisture exposure to the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a q-tip and water. There is no adverse event associated with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was faded but intact. All of the buttons respond appropriately. The keypad was removed and there was no defect found. There was no defect found against the original complaint. Unrelated to the complaint, evaluation revealed a scratched screen, which has no effect on insulin delivery function. Conclusion was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.